Event description:
It was reported that the patient presented to the emergency room two days post-implant with non-capture of the right ventricular (rv) lead. A temporary pacing lead was placed until a lead revision could be done. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.